Event description:
Litigation alleges patient had large posterior acetabular fluid collection; large hematoma; fluid collection associated with soft tissue; severe osteoarthritis; altered and antalgic gait and weakness; leg length discrepancy; osteophytes and joint space narrowing; complications of surgery including blood transfusion(s); damage to the tissues and structure of the hip; inflammatory response to metal on metal hip implant; synovitis; mechanical complications left total hip replacement; hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity and complications therefrom; avascular necrosis; pain and disfigurement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.